Event description:
The patient received two leads with the same lot number. It was reported the patient had fallen, and she had a loss of stimulation. The sjm representative met with the patient and determined the patient had high impedance contacts. Follow up identified the patient was reprogrammed, and has coverage where needed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.